Event description:
Per the clinic, the device extruded subsequent to a skin flap infection, resulting in explantation on (B)(6), 2011. Reimplantation is planned but has not taken place as of the date of this report (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).